Event description:
The customer reported that at 5:00 am her blood glucose measured 285 mg/dl, so she corrected with a 2.50 unit insulin bolus. At 10:00 am her bg was 313 mg/dl and an add'l 3.35 unit bolus was given. At 10:30 am it was 357 mg/dl and 1.05 unit was bolused. At 11:05 her bg reached 405 mg/dl and she changed the pod. The cannula was "l-shaped."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."